Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, mildly tortuous left anterior descending lesion. A 3.00x28 mm xience skypoint stent was implanted; however, thrombosis occurred resulting in st elevation. An additional non-abbott stent was used to treat the thrombosis. Thrombus formation reoccurred and aspiration was performed. The patient required overnight hospitalization. No additional information was provided.